Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead both triggered lead warnings for a "drastic decrease in impedance." Both of the leads continue to have low impedance values. It was noted that the patient had an occupational therapy session on the same day the impedances dropped. However, it was noted that the patient had been participating in the therapy prior to the value changes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.